Manufacturer narrative:
Additional event and initial reporter information was requested. At this time, additional information has not been provided. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that the unit had an issue with over delivery.

Event description:
The customer stated that the unit had an issue with over delivery. Upon follow up on 5-oct-2018 the customer stated that the issue occurred while in-use on patient. The patient was overfed by 10mls. The enteral feeding pump was set to deliver 90mls at 115mls/hr. They put 100mls in the bag because they always put extra. The pump delivered 100mls (the bag always gets empty with volume to be distributed not yet complete on the screen¿3 to 5mls still to be distributed even with the extra 10mls put on the bag). The feed was completed in 47 minutes. The rate did not change. The patient was fed a breastmilk and enfamil a+ mixture via a g-tube with a new feeding set. There was no patient harm or medical intervention required.